Event description:
There was an allegation of a questionable tina-quant c-reactive protein IV result for 1 patient sample on a cobas c 303 analytical unit. The initial result was 11.3 mg/l. The repeat result was 33.4 mg/l. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 926379. The expiration date was not provided. The field service engineer (fse) checked and adjusted the cell rinse water volume, performed a precision check, replaced the reaction cells, reagent probe, and sample probe, and performed air purges. Qc was performed successfully. The specific cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue.